Event description:
The patient was initially implanted with an intuitrak bifurcated stent graft and two (2) infrarenal aortic extensions to treat an abdominal aortic aneurysm (aaa). Approximately ten (10) years later, the patient presented emergently with a type 3a endoleak. The physician performed a re-intervention and elected to re-line the existing grafts with an ovation ix abdominal stent graft system, four (4) limb stent grafts and an afx vela infrarenal stent graft extension. The type 3a endoleak was resolved and no further issues reported. Additional information: during clinical investigation, it was identified that a reported rupture had occurred and off-label use of a non-endologix stent was noted in the left renal artery, at the index procedure.

Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. At the completion of the clinical assessment, the type iiia endoleak of the aortic components with complete component separation event is confirmed by still photos only. Clinical assessment identified that a reported rupture had occurred and off-label use of a non-endologix stent was noted in the left renal artery. The reported type iiia endoleak was most likely related to the off-label use of a non-endologix stent was noted in the left renal artery and the rupture is related to the type iiia endoleak. The final patient status was not reported. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Corrections: h6: device remove code 3190 h6: result remove code 3233 h6: conclusion remove code 11.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was initially implanted with an intuitrak bifurcated stent graft and two (2) infrarenal aortic extensions to treat an abdominal aortic aneurysm (aaa). Approximately ten (10) years later, the patient presented emergently with a type 3a endoleak. The physician performed a re-intervention and elected to re-line the existing grafts with an ovation ix abdominal stent graft system, four (4) limb stent grafts and an afx vela infrarenal stent graft extension. The type 3a endoleak was resolved and no further issues reported. Note: this patient had a previous event of a type 1a endoleak that was treated with a non-endologix (endurant) device on (B)(6) 2013. This event was recently reported under 2031527-2020-00155.